Manufacturer narrative:
The customer reported that the AED is giving 'replace battery 'warning. Both the battery pack and pads are expired, and the asi is flashing red. The maintenance schedule is not reported. Communication with the customer revealed that the battery expiration is july 2021, and the pads expiration date is may 2020. Advised the customer to remove the AED from service due to expired accessories. Discussed replacing AED due to its age and the unit is out of warranty. If new bp and pads installed, confirm asi flashing green. Requested the customer to callback for technical support if the asi is flashing red, or the unit is displaying any alerts or service codes. Provided the distributor contact information to the customer. No additional information is available at this time to further investigate this event. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. Should additional information become available a supplemental MDR shall be submitted.

Event description:
The customer reported that the AED is giving a 'replace battery' warning. The customer did not report that this event occurred during patient use.